Manufacturer narrative:
(B)(4). This information is based entirely on journal literature. This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Referenced article: occurrence of phrenic nerve stimulation in cardiac resynchronization therapy patients: the role of left ventricular lead type and placement site. Europace: european pacing, arrhythmias, and cardiac electrophysiology: journal of the working groups on cardiac pacing, arrhythmias, and cardiac cellular electrophysiology of the european society of cardiology. 2013;15(1):77-82.

Event description:
A journal article was reviewed which contained information regarding this lead. The patient experienced diaphragmatic nerve stimulation. The left ventricular (lv) output was adjusted and the lead remained in use; however, approximately 24 days later, the lead was explanted and not reimplanted. No patient complications have been reported as a result of this event.